Manufacturer narrative:
The customer reported that during a pt's vfib event, no alarm recording was generated at the central. The customer described that the alarms were working properly and that alarm recordings were working as expected after this incident. The customer called the solutions center at which time it was stated that since the recordings were working properly, other than this one incident, it was not likely a configuration issue. The recorder may have been out of paper or the strip may have been attached to another strip and torn off by the user caring for a different pt. No onsite support was requested and none was provided. The available info does not support that this represents a device malfunction. There is no health risk, as real-time monitoring is not involved. No further investigation or action is warranted.

Event description:
The customer reported that during a pt's vfib event, no alarm recording was generated at the central.